Event description:
Corpack medsystems enteral feeding tube 8 fr 36" without stylet placed per protocol. X-ray attained to verify placement. When rn attempted to push fluid through enteral tube it was blocked. After troubleshooting, the tube was pulled and a new tube placed. This required a second x-ray (which family was very unhappy about and don't want to pay for understandably). The removed tube was checked and it was still blocked. Equipment malfunction. This resulted in child undergoing a second tube placement and a second x-ray. Bad tube placed in (B)(4)'s inbox.